Event description:
The user stated they had a discrepant salicylate result on one pt sample. The initial result was 62.3 mg/dl. The same sample was sent to a reference lab and was tested on the abbott axsym with a result of 47.3 mg/dl. The sample was repeated two add'l times on the original hitachi 912 with results of 61.5 and 58.5 mg/dl. The initial result was reported and corrected upon receipt of the reference lab result. The user stated she was not provided info concerning if the pt was treated based on the initial result.

Manufacturer narrative:
The field service rep determined there was a damaged vacuum pump diaphragm and replaced it. To verify analyzer operation, he ran calibration, controls, and a precision study which matched previous results.